Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported patient had pain n and deformity on left side. The device remains implanted. Healthcare professional additionally reported radials folds and "fluid" around implants from MRI scan, as well as capsular contracture baker grade ii on left side.